Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d9 device available for evaluation - correction, d9: lot- correction, g3: date received by manufacturer- additional information, h2: additional information / correction, h6: adverse event problem component codes ¿ additional information, h10 corrected data - additional information,